Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a0406 captures the reportable event of cutting wire kinked.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was attempted to be used in the biliary ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the wire broke during sphincterotomy. A photo of the complaint device was provided and showed that the cutting wire was broken and kinked. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another autotome rx 39. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a0406 captures the reportable event of cutting wire kinked. H11: investigation results: the returned autotome rx 39 was analyzed, and a visual and microscopic inspection found that the cutting wire was blackened, kinked and broken from the proximal pierce hole, also, the working length was observed torn from the end of the rx channel to the brown band. Media analysis was performed based on the photo provided by the customer where it was possible to observe the cutting wire was blackened, kinked and broken. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break and cutting wire kinked were confirmed. The results of the analysis performed on the returned device found that the cutting wire was kinked and broken from the proximal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The break in the cutting wire could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, causing premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bend the cutting wire as observed in the product analysis. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was attempted to be used in the biliary ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the wire broke during sphincterotomy. A photo of the complaint device was provided and showed that the cutting wire was broken and kinked. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another autotome rx 39. There were no patient complications reported as a result of this event.